Manufacturer narrative:
(B)(4). Device was not implanted/explanted. (B)(6). Device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was prolonged about one hour.

Manufacturer narrative:
Manufacturing investigation evaluation: the plate shows scratches all over on the surface. The measurable dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings. The device history record reviews for all involved devices shows that the correct materials and manufacturing procedures were used. The examination of the raw-material testing certificates showed no deviations regarding material analysis, strength, and/or structural stability. The values were in compliance the international standards for stainless steel. Unfortunately, with only limited information in the complaint description, the exact cause of the complaint cannot be confirmed. The dimensions which are relevant for this malfunction were checked and found to be in compliance with the technical drawings. Based on these results, a defect of the plate itself can be excluded. Therefore, this complaint is rated as unconfirmed and not valid from the point of view of the manufacturing site. No manufacturing-related issues were identified and/or confirmed. Product investigation summary: based on the investigation results, and the received information, the exact root cause of the event cannot be determined. Due to the wear and tear signs at the screw, it is likely that the connection between the wrench and the screw was not aligned as intended, resulting in this occurrence in combination with a mechanical overload situation leading to the complained event. In this relation, it is important to point out that the surgical technique guide warns the user to avoid damaging the instruments and the implants, by tightening the connecting screw securely. Please note, in order to prevent such occurrences as described, and to ensure a correct load transfer, it is crucial to have an appropriate connection between the dhs-screw and the connecting screw, which is then guided through the wrench. No product fault could be found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) this event resulted in the need for position change to the patient while under anesthesia. Additionally, this patient had to be converted to a prosthesis. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 25 june 2015, expiry date: 01 june 2025. 02.224.202s / 9508081. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that it was impossible to slide the dhs plate onto the cephalic screw intraoperatively. Another plate was used but the same problem happened again. Surgeon was unable to extract the cephalic screw with the extractor. Clinical consequences were to change the operative position during the surgery where there is an increase risk of infection and the risk of falling, by passing the fracture table in the lateral position and obligation to convert intermediate prosthesis. This report is 2 of 3 for (B)(4).